Event description:
It was reported that the customer experienced a dexcom g7 pairing failure to the ilet pump while the dexcom app continued to display glucose data, and after entering the pairing code again the ilet resumed showing readings, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized by intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.